Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the customer's freestyle libre 2 detached prematurely. The caller did not report of symptoms but stated customer was unable to self-treat, and required treatment of juice and milk from third-party. There is no report of death or permanent injury associated with this event.

Event description:
A caller reported, that the customer's freestyle libre 2 detached prematurely. The caller did not report of symptoms, but stated customer was unable to self-treat. And required treatment of juice and milk from third-party. There is no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6), has been returned and investigated. No physical damage was observed on the sensor patch. Observed no issues with returned adhesive. No malfunction or product deficiency has been identified. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.